Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse cleaned the blue fiber cable (bfc), but the issue persisted. There were no signs of damage on the bfc. The fse replaced the bfc to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a defective bfc. It can be resolved by replacing the bfc.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a customer informed technical support engineer (tse) that two non-recoverable errors related to tilt integration cable from the vision side cart (vsc) to patient side cart (psc) occurred. The customer power cycled the system, and error 31089 occurred upon restarting the system. The tse confirmed error 31089 in the logs and recommended cleaning the cable connection ends with compressed air. The tse had the customer power cycled three times, but the issue was not resolved. Therefore, the surgeon elected to remove the instrument by using instrument release kit (irk), undock the system and convert the procedure to laparoscopic surgery. The laparoscopic surgery was completed successfully with no patient injuries. The procedure was delayed 15 to 20 minutes.